Event description:
It was reported that during a hysterectomy procedure, the blade tip broke off after making contact with a forcep or clip and the second device did not cut the tissue as intended. Other device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.